Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was successfully deployed per the IFU. Hemostasis was achieved and the patient was transported back to the hospital room. The patient was kept in the hospital for an unrelated and unspecified reason. On (B)(6) 2013, an ultra sound was performed and an unspecified sized psa (pseudoaneurysm) was noted. Nothing was done for the psa at that time. Later that night the patient complained of severe right leg pain and the nurse gave the patient morphine (but never checked the access site). On (B)(6) 2013, the nurse noted that the patient had a hematoma at the access site and notified the cath lab. The hematoma was described as "close to a volleyball in size". Pressure was held (for an unspecified time) to "express much of the hematoma into the surrounding tissue" and reduce the size of the hematoma. The patient was taken in for a CT scan (results unknown). No further information is available at this time.